Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he now had a second botched surgical lead revision. Additional information received from the consumer reported that he wanted the device removed because of all the issues he had. The patient stated he had side pain, the device wasn't as effective and he wasn't using it as much. The indications for use were non-malignant pain and complex regional pain syndrome type ii.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.